Event description:
During the device implant procedure, noise observed on the right ventricular channel caused the threshold test to be inhibited. The device was exchanged and the patient was stable.

Manufacturer narrative:
The device was returned due to noise. The device image was reviewed and low amplitude and high frequency noise was observed on the ventricular channel. Further testing was performed and the device¿s functionality was evaluated. No anomalies were found and noise was unable to be replicated.